Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument jammed and the knife blade did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.